Event description:
Patient was revised to address discomfort. Corrosion was also found.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Territory (B)(4) reports that the patient was revised to address discomfort. Corrosion was also found. Doi: (B)(6) 2008, dor: (B)(6) 2013 (left hip). The devices associated with this report were not returned. Review of the device history records for the provided product/lot combinations did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a complaint database search was not possible for the associated femoral stem as the product and lot code required was not provided. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 10/6/15-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pseudotumor, swelling, corrosion, effusion, and heterotopic ossification. Updated part/ lot on liner, head, and stem. The complaint was updated on:29 oct 2015.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This report is still considered closed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges metallosis.